Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that CT imaging discovered a type ia endoleak with no sac expansion. It was noted that the CT showed that the stent graft was 28mm in size but only dilated to 22mm. The graft was also 4 mm below the renal artery. Ballooning was performed and this resolved the endoleak. However, due to the patient¿s age, the physician also elected to implant aptus endoanchors and a cuff. The patient was reportedly doing well with no endoleak. The physician stated that the cause of the event was user error, in that, insufficient ballooning was performed at the initial implant procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.